Event description:
Patient in critical condition in ICU with multiple inotropic medications infusing continuously. Pump infusing norepinephrine began to beep. Pump said "calibration needed" and had shut off. Rn quickly called for second rn to monitor patient while other infusing medication was removed from separate pump to restart norepinephrine infusion. Patient did not decompensate from quick switch. No harm.